Event description:
Patient experienced neck pain where the lead was located. It was noted upon visual inspection that the lead was visibly sticking out of the patient¿s neck. Clinic notes received for the patient indicated that the patient reported the device was causing pain in the neck. Diagnostics were noted to be within normal limits. It was noted that the lead could be visualized where the wires sit on the patient¿s left side of the neck. It was noted that the wires may be incorrectly placed as the wire is visible. The patient was referred for surgery. Further information was received from the physician's office. The physician's assessment of the lead protrusion was noted to be the patient's small frame with a body weight of (B)(6) lbs. It was noted that there was no exposed wires evident. Surgery referral was noted to be for patient comfort and to preclude a serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was reported to have been discarded by the replacement facility. The explanted generator has not been received by product analysis to date.